Manufacturer narrative:
The hillrom technician found the bed operated as designed when the siderails were disconnected and the hand pendant was connected. Per the hillrom service manual, it is necessary for the resident® ltc bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Test each operating function individually to make sure that when pressed, the corresponding function operates correctly and when released, travel stops. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician disconnected the siderails and connected a hand pendant to resolve the issue. The account will not repair the siderails at this time and has decided to use the bed with the hand pendant only. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head and foot sections were raising by itself intermittently. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).